Event description:
During an anterior cruciate ligament (acl) reconstruction procedure it was reported that t1 entered and when trying to deploy t2 it wouldn't deploy so surgeon had to remove the suture and the anchor by hand. There was a reported twenty minute procedural delay with no patient injury or surgical complications. The device is not being returned for analysis. The surgeon removed t1 from the joint. All debris was removed and no further information was provided on the status of the patient.

Manufacturer narrative:
Evaluation was not possible, as the device will not be returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is necessary at this time. (B)(4).